Manufacturer narrative:
(B)(4): unable to confirm keypad unresponsiveness. Tested all keys: all keys are responsive. Keypads are intact. Removed keypad to check for contamination, which was found under up/down/contrast/ok key contacts.

Event description:
On (B)(6) 2012, the reporter called animas alleging that all keypad buttons are not responding normally to presses and causing boluses to cancel and different screens to appear when trying to program a bolus - it is scrolling through the screens incorrectly. The patient has continued wearing the pump but started using the meter remote to program a bolus. The issue allegedly started about 3 months ago. The pump is worn exterior to garments, in a protective case. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.